Event description:
This is a problem throughout the ssm system. The bracco injectors we use for cat scan are subject to contamination with every patient. Bracco sent representatives to(B)(6) hospital for another failing issue we were having with their injectors. Every technologist they talked to told them their syringe kits can't be used in a sterile fashion and every patient that has a CT scan with contrast is subject to contamination. The spikes with the kits don't have a cap on them and are impossible to install without contaminating the spikes. A simple resolution would have been to order the spikes with caps on them. That is how our other syringe kits from medrad came with a capped spike. I have pictures of the syringe kits, let me know if you'd like them. At some point a patient will have issues because it isn't possible to use them without contamination.